Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load as they did not fold properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question. Refer to MFR report # 2242352-2013-00582 for the related report.

Manufacturer narrative:
The device has been returned to the factor and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported nonconformance recorded in the lot history. (B)(4).